Event description:
After an implantation period of approximately 54 months it was reported that the patient received inappropriate shocks due to oversensing. The lead was extracted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 15.5 cm distal to the is-1 connector pin. The proximal and medial fragments were received for analysis. The distal fragment including the lead tip was not returned. The inspection revealed that the insulation was, apart from the present cut, free of breaches. A damaged is-1 connector pin was found, which most likely resulted from the extraction procedure due to mechanical stress. However, a thorough analysis of the returned lead fragments did not show deviations which might have led to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.